Event description:
The customer reported that summit sample handler did not aspirate sample or diluent properly and did not give an error message. This occured during all assays being run. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.